Event description:
Customer reported she was hospitalized due to high blood glucose of 200 mg/dl. Her blood glucose was low at 56 mg/dl when she left the hospital treated. During hospitalization blood glucose kept fluctuating and dropped to 43 mg/dl after admission. Customer stated that on the 21 day she went low to 71 mg/dl and crashed down to 46 mg/dl. Customer called again and had high blood glucose of 420 mg/dl. Troubleshooting was performed on the device and determined the device was functioning correctly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.